Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 3.196mg/day via an implantable pump for spinal pain. It was reported the healthcare professional (hcp) can aspirate the pump, but was unable to fill the pump. It was noted that they were able to aspirate the drug from the reservoir and got back the expected 5ml. It was confirmed the proper needle orientation, a manufacturer representative refill kit was being used, the needle patency, and checked kit tubing patency. It was noted that they will try the lock valve procedure and if that does not work they will call back for additional assistance. No symptoms reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.